Event description:
The patient reported insulin leaked from the infusion set headset cannula/adhesive housing after 3 hours of use to 1.5 days of use. No physiological effects were reported. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.